Event description:
It was reported that the right atrial (ra) lead exhibited high, out-of-range pace impedance measurements of 2200 ohms. It was noted that the ra lead pace impedance had been out-of-range since implant, at which it measured 2800 ohms. The ra lead remains in service. No adverse patient effects were reported.